Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after being on support for 23 days, the pump displayed high purge pressure alarms for multiple days despite administration of tissue plasminogen activator. The patient was weaned down to p4, could possibly be pump saturation. The pump was explanted and there was no patient harm reported.

Manufacturer narrative:
The investigation into the high purge pressure and the saturated flow issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. Once the pump was tested, a significant clot was expelled from the purge gap and the purge pressure decreased. Saturated flow was not reproduced. The root cause of the high purge pressure was determined to be biomaterial.